Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data showed a power on reset (por) parameters for write to locked ram on (B)(6) 2011 19:10:11. Patient alert triggered for por on (B)(6) 2011 18:10:11.

Event description:
It was reported that "the device has been alarming for about a month" and that there was a power on reset of the device. The device remains in use. No patient complications have been reported as a result of this event.